Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: the surgeon fired the stapler. Staples didn't hold and disintegrated. The surgeon stopped using the device. There was tissue tearing at the esophagus. Another device was used.